Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient¿s desktop charger (dtc) connector was no longer there and that the ins recharger (insr) connector was damaged. Due to these issues, the patient was unable to charge, the ins discharged, the patient lost stimulation and was no longer receiving therapy for about a month. The ins status was checked and a message stating, ¿ins discharged, charge ins now¿ was seen. The rep used a spare recharger they had to help the patient recharge the ins, which resolved the issue. A replacement insr and dtc were sent to the patient. No furthercomplications are anticipated. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. The desktop charger (sn: (B)(4)) was returned. Analysis of the desktop charger (dtc) confirmed the broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient¿s desktop charger (dtc) connector was no longer there and that the ins recharger (insr) connector was damaged. Due to these issues, the patient was unable to charge, the ins discharged, the patient lost stimulation and was no longer receiving therapy. It was noted the patient hasn¿t had stimulation for about a month. The ins status was checked and a message stating, ¿ins discharged, charge ins now¿ was seen. The rep used a spare recharger they had to help the patient recharge the ins, which resolved the issue. A replacement insr and dtc were sent to the patient. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.